Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 800 mg/dl during the phone call. It was stated that the customer did not feel comfortable using the insulin pump and asked to have it replaced. The customer declined to do any troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.